Event description:
It was reported that there were unmeasurable impedances on plot 10, 11, 2 and 3; side inversion on plot 0 to 3. The configuration of some leads were sensight lead, which were segmented lead but the patient did not have them. The etiology had a causal relationship to the device or therapy; due to programming. They reprogrammed and did configuration of leads code. The issue resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.